Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment was not returned. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. As the device was dropped an air leak probably occurred around the dressing, at a connection or there was an individual component failure of the device. Further information on troubleshooting and accessories such as carry straps which can help prevent drops can be found in the instructions for use. Without the return of the actual product our investigation of this report is inconclusive. We have been unable to confirm the reported failure and subsequently determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the patient dropped the renasys go while getting up to the restroom. The device was working fine until that point. Now the device was alarmed an air leak.